Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station had been showing a stop date when the order should have been indefinite. A technical support specialist (tss) had run downtime and interface delayed or down queries, both in real time, and confirmed that orders were crossing. Tss checked in pes and synchronized info 2.0, verifying that all stations were on the current time. The tss then called the customer and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server order from ehr showed a stop date when order should have been indefinite. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.